Manufacturer narrative:
(B)(4)

Event description:
Procedure: hernia. According to the reporter: the transfascial sutures and tacks were placed through the mesh, some of them ripped 5 mm holes in the mesh and it pulled away from the abdominal wall. Operating room time was extended while the surgeon decided if the holes in the mesh were large enough to cause immediate adverse events to the patient.